Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The purge retainer was confirmed to be broken. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a purge disc issue on the automated impella controller (aic). No report of patient involvement.